Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same cases as: 2134265-2014-05162 and 2134265-2014-05138. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter in order to visualize an unknown target lesion. During the percutaneous coronary intervention (pci), the physician tried to do automatic pullback however, it stopped which resulted to image disappearance of the imaging catheter. The procedure was then completed with a different device. No patient complications were reported and the patient is in good status.